Manufacturer narrative:
The episodes from the remote interrogation were reviewed by boston scientific technical services (ts). The recent noise did not appear to be a result of the minute ventilation sensor, but most likely associated with a lead issue or an external source. There was also some small baseline noise observed on the shock channel occurring at the same time. The rv impedance trend remained stable since (B)(6) 2018 and the ra impedance trend exhibited some abrupt changes to greater than 3,000 ohms. No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that the sensor related to respiratory sensing was turned off. Approximately two weeks later there was a remote transmission that indicated another atr episode of noise on the ra channel. The hcp planned to discuss the issue with the local field representative. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Additional information received indicated that there continued to be noise and high impedances on the ra lead and rv lead. Boston scientific technical services (ts) recommended additional troubleshooting in an attempt to recreate the noise. They also recommended turning off the feature related to minute ventilation.

Manufacturer narrative:
Additional information received from the local field representative indicated that the feature related to minute ventilation planned to be programmed off. No additional intervention was planned at this time. The patient plans to be monitored on remote monitoring.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) and right ventricular (rv) leads exhibited intermittent high pacing impedance measurements greater than 2,000 ohms. There was also a stored atrial tachy response (atr) episode which displayed noise on the ra lead which resulted in oversensing. Boston scientific technical services (ts) recommended turning off a feature related to minute ventilation. No adverse patient effects were reported.